Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
During a clinic follow-up, a loss of bluetooth (ble) telemetry was observed on the device. Technical support was contacted and the ble was reset to resolve the event. The patient was stable and will continue to be monitored.